Event description:
It has been reported to philips that the allura system c-arm movement was jammed. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use. The customer reported that the c-arm movement was jammed. The philips remote service engineer was assigned to the customer to investigate the problem. The (rse) checked all c arm movements and no problem was identified. The device was confirmed to be operating per specifications and no failure was identified. The codes were updated based on the investigation outcome. The evaluation method code was corrected.